Manufacturer narrative:
No other noteworthy events occurred during the case. Portal vein thrombosis was observed in #hope4liver trials and is disclosed as a residual risk in the device labeling.

Event description:
On (B)(6) 2025, a 72-year-old female with a history of breast cancer metastasis to the liver received histotripsy treatment to a single lesion located in liver segment I for a total planned treatment volume (ptv) of 9 cc. The procedure included three cycles through the in-vivo calibration portion of the workflow, due to treatment parameters exceeding thermal safeguards. The treating physician administered 3,000 units of heparin on two separate occasions during the histotripsy procedure due to the proximity of the targeted tumor to the hepatic vasculature. Intravenous fluids were administered throughout the procedure, and urine output was continuously monitored. The post-procedure CT demonstrated a portal vein thrombosis and a potential bleed at the treatment site with an associated hemoglobin drop of 2 g/dl. The patient remained in the hospital for two days. In addition, the patient was started on low-molecular weight heparin while in the hospital and discharged on eliquis for the portal vein thrombus. At the one-month follow-up, imaging revealed residual but improving portal vein thrombosis, and perfusion abnormalities involving the left hepatic lobe and segment iii.